Event description:
On 11/2/99, the account reported a hemoglobin result of 7.4 g/dl and the pt was subsequently transfused with 1 unit of blood. The same sample was retested and a hemoglobin result of 14.4 g/dl was obtained. No report of injury.